Event description:
During a benign prostatic hyperplasia (bph) procedure "glass broke on side" was reported. The fiber was exchanged and a second fiber was utilized to complete the procedure. No patient injury was reported due to this event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap is fractured distal to the uv glue zone; the glass cap distal part is detached and not returned; the heat shrink tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that: 115,665 joules and 20 minutes were expended. The tip of the fiber was not cleaned during the procedure.